Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the fetal monitor blood pressure machine read 50 mmhg higher than actual bp. 177/95, 166/100. Patient's bp checked was checked with a welch allyn machine122/85. Manual blood pressure used also and read 120/68. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, who confirmed that the system was tested thoroughly using different cuff sizes. The problem could not be reproduced. And the most likely cause of the problem are user error and / or environmental factors. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.